Event description:
During a procedure, the ep4 stimulator turned off and the touchscreen was flashing. Troubleshooting and a restart was performed with no resolution. The procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of shut down and flashing screen was confirmed. The preliminary tests and voltage measurements confirmed correct values; however the power on self-test was unsuccessfully performed. The single board computer was temporarily replaced with a known good unit and normal functionality was restored to the system. It was also confirmed that the stimulator communicated with the ep-4 touchscreen pc successfully upon self-test completion. The stimulator was then subjected to, and subsequently passed, an extended pacing and memory test without issue. Based on the information provided to abbott and the investigation performed, the root cause of the reported event has been isolated to abnormal functionality of the single board computer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.